Event description:
Patient received about 1cm * 1cm several millimeter deep injury in the temporal cortex from the edge (corner?) Of the customer electrode on one side. Surgeon noticed stiffness at implantation. It seemed to be both sharp corners, sharp edges and stiff/firm plastic. The doctor reported there was no serious injury believed to be life threatening even if temporary in nature or a serious injury that would result in permanent impairment of a body function or permanent damage to a body structure. The damage was taken care of during the procedure. The doctor reported that the patient is fine.

Manufacturer narrative:
This was a custom electrode. Ad-tech does not stock these devices.